Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and a clot was observed. In addition, an irrigation issue was observed on the device after it had been used on the patient. The event occurred during the procedure. The octaray mapping catheter would not flush after some time spent in the right atrium (ra). The doctor pulled out the catheter and flushed through with a syringe and had to apply some force to remove a clot of blood trapped in the lumen. The customer would like the catheter checked in case there are any faults with the lumen and flushing mechanism. The reporter was not in the procedure at the time of the event. The issue was managed by swapping the octaray mapping catheter for a new catheter. There was no impact to the patient and the procedure was not extended greater than 30 minutes. Additional information was received. Ngen pump was used but not used due to mapping catheter not ablation catheter. No error as pump was not in use, just pressure bag for the mapping catheter. Physician took catheter out of the body during the procedure to exchange for another catheter and noticed it was not dripping. The physician had never seen a clot block the lumen of the octaray mapping catheter before. Syringe was used to flush the clot out of the catheter and a new catheter was taken to be safe. The clot was located inside the lumen of the octaray mapping catheter. The ngen generator was set to qmode; however, not in use at the time the clot was found. The patient was anticoagulated. The act practice of the physician was 350s and this was maintained throughout the case. The physician considered the amount of clot observed caused a potential risk to this patient. If clot had made it out of the catheter and into the patient, there would be a risk of the clot forced out of the heart and causing a stroke.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and a clot was observed. In addition, an irrigation issue was observed on the device after it had been used on the patient. The device evaluation was completed on (B)(6) 2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and clot issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. To avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).